Event description:
The following has been reported: faulty ivenix lvp. The pump is making abnormal noise after powering on. Pump then immediately gives "service needed" message. No functions can be performed besides powering pump down. A preliminary review of the logs was not possible. The device was returned for a red service alarm after start up. After the device had powered on during investigation, a red pump service alarm was observed. Log files were reviewed and found multiple instances of compressor failures. The device was opened to inspect for internal damage. No internal damage was identified. The device was put into manufacturing mode to test the pneumatics system. The system failed during recharge testing. The original installed compressor was removed and swapped with a new compressor. The device was able to pass pneumatics testing and was able to perform a infusion without any alarms. The original compressor was inserted back into the device and a new compressor will be installed during repair. Reporting as a conservative measure. No adverse effects were reported.